Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. The batch review was performed on potentially associated lot (h11a11051) with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240. This situation occurred drain 3 of 4. The technical services representative (tsr) explained the message to the home patient (hp) and asked the hp to let the peritoneal dialysis registered nurse (pdrn) know. The tsr instructed the hp to recycle the machine and an se 2367 occurred. The tsr informed the hp to use a manual bag. There was patient involvement. No patient injury or medical intervention was reported. A follow up was done via phone. The hp stated that the line was leaking solution that night as she had a puddle on the floor. The hp stated she went into the hospital on (B)(6) as she was bloated. The hp stated she was currently on hemo dialysis. The hp did not know the reason for the bloating.